Manufacturer narrative:
The product has been tested and analyzed prior to the repair. The visual inspection already showed that the product had a dent in the head and the spray plate. This is the result of an external hit, e.g. A drop of the product. It could already cause that the head and hence the inner spinning parts get skewed. This causes higher friction and therefore heat up. It is also the root cause why the spray plate was apart from the handpiece. A test run showed that the product was running completely out of specification: current consumption was too high due to worn bearings, bur was wobbling (also due to worn bearings), running characteristic was bad (also due to worn bearings), chuck retention force was too low (due to worn chuck system). The heat up was reproducible during the test run. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
Doctor was prepping for veneers on the upper right bicuspid area. When he removed handpiece out of mouth and handed it over to assistant he noticed it felt "warm". He then noticed a slight redness and slight swelling on lip. He iced the area and put aloe and neosporin on it. Patient consulted a dermatologist for follow up. Per doctor patient gets contacted every other day and all is appearing to be fine.